Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - health effect clinical code 4581: significant reduction of irido-coneal angles, unreactive (fixed) pupil. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -18.0/1.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Excessive vault. Significant reduction of iridocorneal angles. Unreactive (fixed) pupil was observed. Lens remains implanted. Cause of event reported as unknown. Additional information has been requested but none has been forthcoming.